Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in sepsis with monitor and external support provided until the infection clears. The system was explanted. No other patient symptoms were reported.